Manufacturer narrative:
The philips 13953a electrodes used during the reported incident were not returned to philips for evaluation because they were disposed of by the customer. While there is no available information to suggest that the philips 13953a electrodes were being used incorrectly, there are indications of possible use error related to a clincal application or good clinical practice. The open incubator (ge) was heated to two steps out of a total of 6 steps. There was no skin prep or lotion used on the patient and no issues with the other two leads (ra and la). The patient¿s position was lying slightly on its back and to the right with the electrode attached slightly on the back from the side. None of this information provides additional insight as to the cause of the reported incident. On two occasions, philips ((B)(4)) requested additional information about the reported issue from the customer, but did not receive a response. The product was used to monitor the patient. The investigation into this incident did not reveal any information that suggested or supported that a product malfunction was the cause for the patient response.limited information about the patient was provided by the customer and no additional patient data was provided. Emergent care was provided by the attending doctor by cleaning the wound with saline and applying a duoderm dressing. It was reported that the injury would heal with plastic surgery using skin grafts. The long-term effects are not known. Product trending conducted over the last year indicated a possible systemic issue at this particular facility. As a result, it was requested that additional training and/or instructions for use be provided to the end users of the product. According to the sr. Q&r manager, q&r (B)(4), additional training was not provided to the customer since the customer felt that this was not a use issue. The mfds ((B)(6)) requested that philips (B)(4) report on the status of the investigation and corrective actions. It was recommended that 24-hour product relocation information be placed on the box. It is not known who made this request. This information is provided on the product¿s box, but is not provided in (B)(6) on the box. According to mfds, there was no (B)(4) label or dfu (directions for use) on each package of the product. The individual package of the product is labeled in english, however there is no dfu in any language on the individual product¿s packaging. Philips (B)(4) drafted a (B)(4) dfu to include 24-hour relocation recommendations and any cautions against burning events, and updated the product¿s mfds license. Following this activity, the customer did not accept that this was the cause of the issue. The customer requested further information for the electrode, for example: IFU update, test results, coo, bom of the electrode 13953a (especially the materials composing the gel part), any chemical burn cases reported globally and any technical data to guarantee that the electrode cannot cause a chemical burn. The customer requested that the electrode be tested by a local independent test agency. However, the particular tests requested by the customer could not be performed. Biocompatibility tests were requested by the customer for the electrode 13953a (irritation, cytotoxicity and sensitization). All testing passed. The report was provided to both the customer and the mfds on 24-aug-2017. In response, the customer requested more tests on the electrode. Further discussions were held with the customer about this testing and it was decided not to proceed with the testing. The customer agreed with the (B)(4) team that the case could be closed without further corrective action. There is no evidence supporting that the product failed to work as intended or failed to meet specifications. This review of customer complaint data shows that the product has been safe and effective for use over the product¿s 20+ years of distribution. The philips 13953a electrodes do not generate energy. Therefore, they cannot lead to burns related to electrical current. Biocompatibility testing of the electrodes demonstrated no issues. Labeling updates were made for customer satisfaction purposes, but the customer stated that they did not feel that the product¿s labeling was the cause of the patient¿s response. A philips clinical product specialist reviewed the patient¿s response and, in her clinical opinion, the wound appearance is more indicative of a pressure injury than a burn. Given the location of the injury, it is most likely that the patient was positioned and lying on an undetermined foreign object for a prolonged period. Since the cause of the reported incident could not be determined or agreed upon between philips and the customer, we are considering the cause of the reported incident to be unknown. No customer response was requested. Philips (B)(4) has provided the customer with information throughout the duration of the investigation. The customer has agreed that the case can be closed without further corrective action. The customer disposed the electrodes used in the reported incident.

Manufacturer narrative:
A 3rd degree burn is a full thickness burn. Depending on the size and depth of the burn site, there could be scarring. A 3rd degree burn is classified as a serious injury. It is unknown at this time if emergent treatment was required. A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that a neonate (age unknown) in an incubator incurred 3rd degree burns on the left shoulder of the body. Philips 13953a electrodes were being used to monitor the infant.